Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) system, the patient suffered a perforation to their esophagus, with serve bleeding requiring surgery to repair. The ipg system remains in use. No patient complications have been reported as a result of this event.